Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there were intermittent instances of the pump resetting unexpectedly. Reportedly, the customer continued to use the pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level.